Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited noise, oversensing and low out of range shock impedance measurements less than 20 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. It was reported that the physician plans to schedule the patient for device and lead replacement on an unknown date. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.